Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's vase was severely damaged. The root cause for the damaged case was excessive force. There was no adverse event that resulted from the damaged monitor.